Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt with ECG electrodes. According to the reporter, the device cycled power by itself an unk number of times during the code. Pt outcome is unk but no adverse affects to the pt were reported as a result of the alleged malfunction.